Event description:
It was reported that during an implant on (B)(6) 2022, when the device was connected to both leads and then disconnected for ra lead reposition due to dislodgement. The ra lead was repositioned, and once physician went to reconnect the ventricular lead it was pointed out that the lead could not be secured into the port. Multiple hex wrenches were tried but the port no longer held the lead once tightened. The device was not used and was replaced.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device was returned in one piece for analysis. Final analysis found that the ventricular setscrew hex inset was completely stripped and damaged due to incorrect wrench insertions. The cause of the reported event was isolated to incorrect use of torque wrench consistent with procedural damage. No other anomalies were seen.